Event description:
It was reported, the xenon light source exhibited error code e207. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to fields: b5, d10. Additional information added to fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the reported issue was caused by the faulty emergency lamp; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source displayed an e207 emergency light error code. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.